Event description:
The customer reported to maquet that the spring arm broke during a surgical intervention. The hospital did not report injuries. The cupola was retained by the cabling. (B)(4).

Manufacturer narrative:
This device was last verified in (B)(4) 2011, by the hospital staff, as part of the yearly maintenance program. No spring arm failures were detected during this maintenance. The customer replaced the broken spring arm with a new one and verified the similar devices in the facility. No other fissured weld seams were found during this inspection. This malfunction previously addressed in the u.s. Through a device correction: (B)(4). Maquet medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.